Event description:
It was reported to philips that the error log has testing errors. There was no patient involvement.

Event description:
It was reported to philips that the error log has testing errors. The bench technician found the device needs a processor pca for this issue. It was determined that this was a malfunction of the processor pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Updated device problem code grid.